Event description:
Pt was revised due to pain; poly wear was present.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain or polyethylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.